Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported a thermal burn with a retinal system during phacoemulsification. The burn occurred after the tip became white and something went into the sleeve. The surgeon stated the thermal burn was not related to the system. Add'l info has been requested but none has been rec'd.